Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. The system operates as intended.

Event description:
The fse reported that the system intermittently would not display a live fluoroscopy image, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.